Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, our customer had experienced coronary artery occlusion or stenosis after bioglue application. Additional information received relayed that the surgeon performed an ascending aorta replacement due to aortic dissection approximately 1.5 years ago. It was reported that there was an occlusion of lmt (left main trunk) after 5 days from aortic dissection. Further investigation performed by oct (optical coherence tomography), bioglue composition was detected from obstructing material in the lmt. There was no re-entry site on the aorta and coronary artery; it seems that the bioglue has not flowed into the coronary artery from the proximal aorta during bioglue application. Gauze had been temporarily placed in the true lumen of the aorta to prevent contamination of excess bioglue into the vessel. A thin catheter had not inserted into the coronary artery. The surgeon guesses that the part of excessive bioglue from the false lumen has inflowed into the aorta during the aortic root plasty, but it was unclear. A stent was placed on the region of obstruction material (bioglue) and the patient is doing well so far. Bioglue was applied to the suture line and the proximal end of the false lumen. Felt was used for reinforcement. Suture with inner/outer felt was used. The vessel was clamped and depressurized prior to application of bioglue. Bioglue was not applied to a contaminated or infected area.

Manufacturer narrative:
According to the initial report, 1 and a half years ago a patient had experienced coronary artery occlusion or stenosis after bioglue application for an ascending aorta replacement due to aortic dissection approximately. An occlusion of lmt (left main trunk) was reported 5 days after the procedure. Further investigation found bioglue composition obstructing material in the lmt. There was no re-entry site on the aorta and coronary artery; it seems the bioglue had not flowed into the coronary artery from the proximal aorta during bioglue application. Gauze had been temporarily placed in the true lumen of the aorta to prevent contamination of excess bioglue into the vessel. A thin catheter was not inserted into the coronary artery. Additional information received states that the surgeon ¿guesses that the part of excessive bioglue from the false lumen has inflowed into the aorta during the aortic root plasty, but it was unclear¿. Bioglue was applied to the suture line and the proximal end of the false lumen. Felt was used for reinforcement. The vessel was clamped and depressurized prior to application of bioglue. The surgeon has experience utilizing bioglue and let it polymerize for full 2 minutes after application. A stent was placed on the region of obstruction material (bioglue) and the patient is doing well. The amount of bioglue used during the ascending aorta replacement procedure is unknown. It was noted that a catheter was not inserted into the coronary artery. There are journal articles that recommend the placement of catheters in the coronary artery to protect it from obstruction. Bhamidipati et al states ¿similarly, a moist sponge can be used to protect the aortic valve leaflets and the coronary ostia when bioglue is being used to reconstruct a dissected aortic root. The left main coronary artery can also be protected by the gentle insertion of a red-rubber catheter to occlude the ostium¿. Raanani et al mentioned ¿it is essential to protect the ostia of the coronary arteries from accidental spillage of glue. This can be accomplished by inserting a fine flexible plastic cannula into the ostia before applying the glue¿. While the product IFU references using a catheter in the true lumen to keep the shape of the vessel for an aortic dissection procedure, it is not made clear to do the same for the coronary arteries: ¿the dissected layers of the aorta should be closely approximated by inserting a dilator, sponge, or catheter into the true lumen to preserve the natural architecture of the vessel¿. The most likely root cause of the reported event is unintentional application of bioglue into a false lumen tracking into a coronary artery. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, our customer had experienced coronary artery occlusion or stenosis after bioglue application. Additional information received relayed that the surgeon performed an ascending aorta replacement due to aortic dissection approximately 1.5 years ago. It was reported that there was an occlusion of lmt (left main trunk) after 5 days from aortic dissection. Further investigation performed by oct (optical coherence tomography), bioglue composition was detected from obstructing material in the lmt. There was no re-entry site on the aorta and coronary artery; it seems that the bioglue has not flowed into the coronary artery from the proximal aorta during bioglue application. Gauze had been temporarily placed in the true lumen of the aorta to prevent contamination of excess bioglue into the vessel. A thin catheter had not inserted into the coronary artery. The surgeon guesses that the part of excessive bioglue from the false lumen has inflowed into the aorta during the aortic root plasty, but it was unclear. A stent was placed on the region of obstruction material (bioglue) and the patient is doing well so far. Bioglue was applied to the suture line and the proximal end of the false lumen. Felt was used for reinforcement. Suture with inner/outer felt was used. The vessel was clamped and depressurized prior to application of bioglue. Bioglue was not applied to a contaminated or infected area.